Manufacturer narrative:
Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-aug-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving saline (9.0 mg/ml at minimum rate) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the implanting physician put normal saline in the pump at the time of implant and the managing physician was going to change it to medication. On (B)(6) 2022, the patient was at the managing physician¿s office for the first refill, and it was determined that the pump was flipped, and they were unable to fill it because they could not find the refill port. An x-ray confirmed it. The surgeon/implanting physician was going to be seeing the patient the next day. At the time of evaluation, the implanting physician noticed pocket swelling which was later determined to be csf (cerebrospinal fluid) in both thespinal incision and the pump pocket incision. The patient was taken in for surgery the following day ((B)(6) 2022). Per the surgeon, all four suture loops were anchored down during the implant procedure on (B)(6) 2022. The surgeon believed it was not all the way in the fascia and the buildup of the csf allowed the pump to flip. Due to the managing physician attempting to find the reservoir port with the refill needle several times, and the buildup of fluid in the pocket, the surgeon decided it would be safer to replace the catheter in the pump pocket, just in case the catheter may have been punctured during the refill attempt while the pump was flipped. The entire pump segment and part of the spinal segment was removed and replaced with a new pump segment only. Both the pump flipping, and the csf leak were addressed during the same procedure. The pump was sutured back down and additional sutures were used to address the csf leak. The issues were noted to be resolved, and it was indicated that the hcps had no further information to provide regarding the event.

Manufacturer narrative:
H3: analysis of the catheter identified occlusion in the catheter body which is consistent with dried drug, blood or other foreign material. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.